Event description:
It was reported to boston scientific corporation that an ultratome xl was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat biliary obstruction performed on (B)(6) 2025. During the procedure, while the sphincterotomy was being done, the wire broke, and device stopped working. It was reported that no part of the cutting wire was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Additional information received on october 01, 2025: it was reported that the anatomy location involved was ampulla of vater.

Manufacturer narrative:
Block e1: the initial reporter facility is (B)(6). Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: investigation results the returned ultratome xl device was analyzed, and a visual inspection found that the cutting wire was blackened and broken at 2 mm from the distal pierce hole. A media analysis was performed on the photo of the device provided by the complainant. The photo revealed that the cutting wire of the device was broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of wire break was confirmed. According to the product analysis performed on the device, the cutting wire was blackened and broken at 2 mm from the distal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Wire broken could have been generated if there was contact between the device and the scope during energization or if the device exceeds the maximum of voltage during procedure as per precautions of the device states, also energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity, also it can cause a premature cutting wire fatigue, leading to break it. Based on all gathered information and the analysis performed, the most probable cause of this complaint is adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Manufacturer narrative:
Additional information: b5 block e1: the initial reporter facility is (B)(6). Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: the ultratome xl device was not returned for analysis. Therefore, a technical analysis could not be performed. However, a media analysis was performed on the photo of the device provided by the complainant. The photo revealed that the cutting wire of the device was broken. No other problems with the device were noted. According to the media analysis performed, the reported event of cutting wire break was confirmed. The product was not returned for analysis to identify any defect with the device. Therefore, due to lack of evidence and without proper evaluation of the device, the most probable cause of the reported event is cause not established.

Event description:
It was reported to boston scientific corporation that an ultratome xl was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat biliary obstruction performed on (B)(6) 2025. During the procedure, while the sphincterotomy was being done, the wire broke, and device stopped working. It was reported that no part of the cutting wire was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Additional information received on october 01, 2025: it was reported that the anatomy location involved was ampulla of vater.

Manufacturer narrative:
Block e1: the initial reporter facility is (B)(6). Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an ultratome xl was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat biliary obstruction performed on (B)(6) 2025. During the procedure, while the sphincterotomy was being done, the wire broke, and device stopped working. It was reported that no part of the cutting wire was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.